Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stent graft procedure a balloon rupture occurred. The lesion was located in an unspecified abdominal artery, and the characteristics are unknown. Vascular access was obtained through the femoral artery. The equalizer balloon catheter ruptured on the first inflation. The balloon catheter was inflated for several seconds and to what atms is unknown. The equalizer balloon catheter was successfully withdrawn and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.